Event description:
It was reported that a .025" findrwire perforated the left atrial appendage, resulting in bleeding. Pericardiocentesis was performed while heparin was reversed and the bleeding resolved. The physician decided to abort the procedure and send the pt to surgery where successful laa ligation was performed. The pt recovered and was discharged normally.

Manufacturer narrative:
Additional info was provided by the sentreheart rep who attended the case. The perforation of the laa was discovered during an laa fluoro injection and was noted to be small. Due to pt anatomy, it was noted that some difficulty was encountered trying to capture the entire laa with the lariat, which resulted in additional manipulation of the lariat and was most likely when the perforation occurred. Since the procedure was taking place in a hybrid room, the physician decided to abort the procedure and call in the surgeon to complete the procedure using an alternate method. The pt then recovered normally with no further sequelae. Potential vessel damage is a known complication listed in the IFU. The device was not returned for eval and there is no evidence to suggest there was a device malfunction. A review of mfg records confirmed the device met specifications prior to shipment.